Manufacturer narrative:
The immucor laboratory tested retention product on 22feb2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo echo instrument.